Manufacturer narrative:
Device refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the output beam was observed to be forward-firing at 21, 234 joules of use. The procedure was complete using a second fiber. Pt outcome: "no injury to pt reported".